Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) biventricular pacing percentages were low, and there were multiple episodes of anti-tachycardia pacing (atp) and shocks where the results of the therapy were not clearly seen. Technical services (ts) reviewed the device data and indicated that the patient's low biventricular pacing percentage was due to increased premature ventricular contractions (pvc). In addition, the atp and shocks that were delivered were inappropriate. The device was still programmed to use the ventricular rate greater than atrial rate feature to determine if therapy should be delivered even though there wasn't a signal on the atrial channel as the device was previously programmed to only pacing in the ventricle. The patient's pvc made the rate unstable, therefore therapy was delivered. Technical services (ts) discussed reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.